Event description:
It was reported the pt is experiencing discomfort and a sensation of a bruise at the ipg site. This sensation starts approximately one hour after charging and lasts 2-3 hours. There is no pain or sensation of a bruise during charging. On (B)(6) 2012 (B)(6), sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.